Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction code occurred after the customer went into a hot tub with the pump. Customer's bg levels elevated to 338mg/dl. Customer treated elevated bgs by administering a correction via manual injections. Replacement pump was sent to the customer. Customer was going to use manual injections as back up therapy until replacement pump is received.